Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient pulled the transfer set connection apart from the adapter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.

Event description:
It was reported that a transfer set and adapter disconnected from the catheter. The nurse stated that the patient had been tangled between their blankets when the transfer set and beta adaptor disconnected from the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.